Event description:
A 27 gauge cannula was used during a right eye cataract extraction with implant that left multiple flakes in the patient's cornea. The manufacturer of the cannula was contacted to determine exactly what type of metal the cannula was made of. Cannula taken out of service.====================== manufacturer response for cannula, (brand not provided)======================instructed by manufacturer that the metal was medical grade stainless steel and that the particles would be inert.